Event description:
The iab was inserted femorally in 2003. Pumping began and then a helium loss alarm was noted. Blood was also seen in the helium tubing. Because of this, the iab was removed and replaced. There were no pt complications.

Event description:
It was reported that the iab was inserted femorally in 2003. Pumping began and then a helium loss alarm was noted. Blood was also seen in the helium tubing. Because of this, the iab was removed and reaplced. There were no pt complications.